Event description:
A spacer plus (ref# smbttovl) was used during laparoscopic inguinal hernia repair. A defective seal occurred; the physician was unable to produce separation of the extraperitonial space using the device.